Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was possible oversensing on the right atrial (ra) lead as there were stored atrial tachycardia/atrial fibrillation that may not have been real. It was noted that the capture thresholds had increased from the time of implant and were above the normal range. It was also noted that the p-waves were small. The lead remains in use. No patient complications have been reported as a result of this event.